Event description:
It was reported that the arctic sun device had bad control panel. Per additional information via email from ibc on (B)(6) 2023, it was reported that the device was an arctic sun 5000, sn: (B)(6). Purchased in 2016. No service contract on it. The first report they had of problems was on (B)(6) 2023. It was stated that the cicu staff reported that while on patient, the arctic sun shut down on its own. They were able to remove unit and use a different arctic sun, while no problems to patient. The unit was sent to clinical engineering that day. While in clinical engineering, was unable to duplicate problem. And there was not error code in unit¿s logs. The unit was return to department on (B)(6) 2023, staff again reported same problem that while arctic sun was on a while that it shut down. Again, no harm to patient. The unit sent to clinical engineering, this time they did a full day to inspection on unit and testing. During one testing, after running unit for a few hours (just over 2 hours), the unit appeared to shut off. But at closer inspection noticed that main cooling unit was still running. That only the top display went out. After a few minutes of it out, the display came back on. They repeated the test the next day, and again the display went out. Talking with bard support, it was determined to be the main control assembly was at fault. And that would need to be replaced. The department had delay on purchasing of the part or getting a new unit. Department managers decide that repair was the only option for right now. Due to some purchasing delay onside, they were able to get the control assembly on (B)(6) 2023. Install went well and testing of unit met all safety requirements and unit passed calibration setup. After a full day on testing, unit was return to department on (B)(6) 2023. It was stated that they still have the faulty control assembly.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device had bad control panel. Per additional information via email from ibc on (B)(6) 2023, it was reported that the device was an arctic sun 5000, sn: (B)(6). Purchased in 2016. No service contract on it. The first report they had of problems was on (B)(6) 2023. It was stated that the cicu staff reported that while on patient, the arctic sun shut down on its own. They were able to remove unit and use a different arctic sun, while no problems to patient. The unit was sent to clinical engineering that day. While in clinical engineering, was unable to duplicate problem. And there was not error code in unit¿s logs. The unit was return to department on (B)(6) 2023, staff again reported same problem that while arctic sun was on a while that it shut down. Again, no harm to patient. The unit sent to clinical engineering, this time they did a full day to inspection on unit and testing. During one testing, after running unit for a few hours (just over 2 hours), the unit appeared to shut off. But at closer inspection noticed that main cooling unit was still running. That only the top display went out. After a few minutes of it out, the display came back on. They repeated the test the next day, and again the display went out. Talking with bard support, it was determined to be the main control assembly was at fault. And that would need to be replaced. The department had delay on purchasing of the part or getting a new unit. Department managers decide that repair was the only option for right now. Due to some purchasing delay onside, they were able to get the control assembly on (B)(6) 2023. Install went well and testing of unit met all safety requirements and unit passed calibration setup. After a full day on testing, unit was return to department on (B)(6) 2023. It was stated that they still have the faulty control assembly.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI related data quality updates only: as this is an unknown pcn, UDI is not available. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device had bad control panel. Per additional information via email from ibc on 31oct2023, it was reported that the device was an arctic sun 5000, sn: (B)(6). Purchased in 2016. No service contract on it. The first report they had of problems was on july 3, 2023. It was stated that the cicu staff reported that while on patient, the arctic sun shut down on its own. They were able to remove unit and use a different arctic sun, while no problems to patient. The unit was sent to clinical engineering that day. While in clinical engineering, was unable to duplicate problem. And there was not error code in unit¿s logs. The unit was return to department on 31 july 2023, staff again reported same problem that while arctic sun was on a while that it shut down. Again, no harm to patient. The unit sent to clinical engineering, this time they did a full day to inspection on unit and testing. During one testing, after running unit for a few hours (just over 2 hours), the unit appeared to shut off. But at closer inspection noticed that main cooling unit was still running. That only the top display went out. After a few minutes of it out, the display came back on. They repeated the test the next day, and again the display went out. Talking with bard support, it was determined to be the main control assembly was at fault. And that would need to be replaced. The department had delay on purchasing of the part or getting a new unit. Department managers decide that repair was the only option for right now. Due to some purchasing delay onside, they were able to get the control assembly on 11 oct 2023. Install went well and testing of unit met all safety requirements and unit passed calibration setup. After a full day on testing, unit was return to department on 12 oct 2023. It was stated that they still have the faulty control assembly.